Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The investigation was conducted based on the provided information. However, the engineer confirmed that no abnormalities related to the reported issue were found. Additionally, a review of the pairing between patient registration and end exam events revealed no anomalies. In this case, the exact root cause cannot be determined. According to the service activity result, the issue was resolved by reinstalling the software. No further investigation is possible at this moment. 2025-00092757-1.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
There was a symptom that the test was automatically terminated during the patient test this morning. (End exam). 2) the patient data saved before was not saved, and we had no choice but to call the patient back and proceed with the examination again. 3) this symptom occurred a week ago as well, and 2 cases occurred after ui update with vb10d. 4) the images taken before the start of the test remain after the patient is called to the worklist, and the data taken after the start of the test are not saved.